Event description:
A (B)(6) male patient underwent evar on (B)(6) 2009. The physician placed one flex main body, three iliac leg grafts, and one main body extension. Upon follow up CT scan recently, there is now noted a type 3 endoleak. The physician describes it as a separation of the iliac leg from the main body. The patient is being referred to another hospital. At this time no additional information is available.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.